Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.